Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings were as follows: the angle operation did not work smoothly due to hooking of the angle lever and the curved rubber adhesive was missing. Additionally, scratches were found on the following device components: operation part, nigiri cover, grip, right/left (rl) lever, rl plate, universal cord, video connector, light guide (lg) connector, lg cover glass surface, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex deflectable videoscope. The procedure was therapeutic (laparo hysterectomy), there was a 20-minute procedural delay, and it was not known whether the patient was under anesthesia at the time. The procedure was completed with a similar device. There was no reported patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image issues occurred due to due to a part of signal wire being disconnected by cracking the adhesive filling part (around 13.5mm from the tip) which was immediately after image sensor unit connected to the image sensor with solder. It is likely that the glue was cracked since applied the irregular strong stress to the distal end by touching the trocar, and movement of the image sensor unit was stopped due to the built-in components got distorted by this irregular stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional reportable malfunction based on the device evaluation: screen may darken and become obscured by noise on angle operation. H6/medical device problem code: 1408 poor quality image (also updated based on reportable finding).